Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. The foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. Continue monitor the non-conformance trend.

Event description:
Dust "particles" inside the syringe and packing hi sir, I got the complaint from supplier (B)(6) surgical (B)(6) for 1ml bdtuberculin syringe there some black color dust particles are there inside the pack and inside the syringe also, (B)(6) surgical they have supplied it to dr (B)(6) bds, it¿s a dental clinic in (B)(6) where they find out the complaint, so they return to (B)(6) surgical,

Event description:
It was reported that bd tuberculin1ml 27g had foreign matter. Dust particals inside the syringe and packing hi sir, I got the complaint from supplier (B)(4) for 1ml bdtuberculin syringe there some black color dust particles are there inside the pack and inside the syringe also, (B)(4) they have supplied it to dr. (B)(6), it¿s a dental clinic in trivandrum where they find out the complaint, so they return to (B)(4),

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.